Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: requested, not provided e3: occupation: supply chain manager the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2023-00917.

Event description:
The user facility reported that the angio-seal sheath became brittle and broke off following the transcatheter aortic valve replacement (tavr) procedure. The angio-seal was successfully deployed. This has happened before at this account due to ultraviolet (uv) light exposure. They have previously been instructed to store these items correctly however, they have not done so. There was no blood loss. The angio-seal being used at the end of the procedure. Two perclose devices were already used and deployed, however the physician was not pleased with the closure, so he used an angio-seal as well. The first sheath broke prior to deployment. Second sheath broke after the angio-seal was successfully deployed. The reported event did not result in patient injury and/or require medical or surgical intervention. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on (B)(6) 2024: both devices were intended for the same case/patient. The patient was stable following the procedure. 14fr for tavr. The angio-seal was used in conjunction with a perclose as the physician was not happy with the closure after using two perclose devices. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for improper device storage. The exact root cause cannot be determined. The likely cause was determined to have been improper storage resulting in sheath breakage due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).